Manufacturer narrative:
(B)(4). Concomitant medical products: unk item #, unknown shell, unk lot #. Unk item #, unknown liner, unk lot #. Unk item #, unknown stem, unk lot #. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item an lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05812; 001825034-2018-05822; 0001825034-2018-05823.

Event description:
It was reported a patient underwent initial total hip arthroplasty and had trouble with healing the distal aspect of the wound and the central portion became necrotic. Patient tried local wound care, but did not help. Subsequently, patient underwent wound revision to remove necrotic tissue due to non-healing wound approximately 1 month post operatively.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.